Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, the groove of suture sleeve was snapped by filament yarn when the lead was positioned, but this suture sleeve was applied as it was and the lead was positioned without any adverse consequences to the patient.